Event description:
It was reported that the spindle cap on the indirect decompression (ID) spacer broke when the physician attempted to open the spacer during an implant procedure. The physician removed the broken spacer and sized down to a different spacer. The new spacer was successfully implanted and there were no patient complications.